Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57 user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of 149mg/dl using truemetrix meter and 121mg/dl using trueresult meter; 161 mg/dl using truemetrix meter and 148mg/dl using trueresult meter; 196mg/dl using truemetrix meter and 176 mg/dl using trueresult meter. The customer's expected fasting blood glucose test result range is 100 - 150mg/dl. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 142 and 170mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): result 1 :149mg/dl date:(B)(6) 2017 time:10:56 pm fasting, result 2 :176mg/dl date:(B)(6) 2017 time:11:56 am fasting, result 3 :161mg/dl date:(B)(6) 2017 time:11:53 am fasting, result 4 :207mg/dl date:(B)(6) 2017 time:10:54 pm fasting, result 5 :196mg/dl date:(B)(6) 2017 time:11:37 am fasting.